Event description:
On 12/20/91, pt had insertion of subcutaneous port with catheter. On 4/12/94, pt had to have catheter surgically removed because it broke apart. Part of the catheter had broken off at the clavicle and embolized into the right side of the heart.